Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis. The reported blood glucose reading at the time of the call was 170 mg/dl. The customer also reported that the insulin pump has been alarming motor error. Troubleshooting was performed, and the insulin pump passed the prime and displacement tests. The customer didn't have the tubing clamp for the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.